Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 05/14/2014 informing that this lead had fractured. No other information is available. Additional information received states that this rv lead was explanted on (B)(6) 2014 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).